Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to local emergency room (ER) with stroke om (B)(6) 2026. It was found to be extrinsic outflow graft obstruction (eogo) on computed tomography (CT) scan, partial obstruction of left ventricular assist device (lvad) outflow graft. The patient was planned for new imaging and cardiothoracic surgery consulted for possible intervention. The log file captured routine events, there were no notable alarm conditions or parameter changes. There were no low flow events noted in the log file submitted. The left ventricular assist device (lvad) and peripheral equipment was functioning as intended.